Manufacturer narrative:
The screwing of the healing screw was on that case to high (>15 n.cm). This case can be considered as isolated. The healing screw wasn't certainly screwed manually as required in the IFU. The torque should not exceed 10 n.cm in the IFU.

Event description:
The practitioner has placed an implant in position 15 (posterior area of mouth). And its healing screw. However, seven months later, it was impossible to unscrew and remove the healing screw, so the practitioner decided to remove the implant.